Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2016. During an unknown step, an implant holder for allograft spacers fractured at the proximal end. No information pertaining to the patient or procedural outcome was available. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: manufacturing date: 03-may-2006. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the, material, components and final product met inspection records, certification. All (B)(4) parts of the lot were checked 100% for ctq features and for function at the final inspection on 03-may-2006. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: it was reported that an implant holder for acf failed intra-operatively. The returned device was examined and the complaint condition was able to be confirmed as the lower handle was found to be broken and missing a piece (approximately 10mm x 4mm x 3.5mm), where the spindle is cross pined. No definitive root cause was able to be determined as method of use at the time of failure is not known. Per the technique guide, the implant holder for acf is utilized with the anterior cervical fusion instrument set which is specifically designed for use with the acf spacer. Following distraction, discectomy/endplate preparation and trialing, the implant holder is utilized to place the acf implant. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level and lower handle. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.